Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (potential load step malfunction) issue. The patient reproted since she began use of pump a couple of weeks prior, the pump only primes 2 to 3 units before seeing the insulin come out of the tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 03/19/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: black box shows no evidence of "load step malfunction". The pump booted normally, "ez-prime" operation performed successfully and pump was able to prime normally. The pump was opened, no damage or moisture ingress was found to the force sensor circuit or to the power circuit. Force sensor resistance reading was checked and was found within specification. Unrelated to the complaint, the force sensor calibration is reading the highest count.